Event description:
A patient underwent ivtm therapy for hypothermia after cardiac arrest. A quattro catheter (lot # unknown) was inserted into the patient's right femoral vein. As reported, the customer had difficulty inserting the quattro catheter and decided to use a solex 7 catheter instead. The solex 7 catheter (lot # unknown) was also inserted into the patient's right femoral vein. The customer stated that an x-ray was performed and confirmed that the tip of the catheter terminated at the femoral head; however, the reported x-ray imaging was not verified by the zoll clinical field specialist. During the maintenance phase of the treatment, the nurse noted leaking/oozing saline from around the insertion site when using the proximal and medial luers. Initially, the nurse thought that the leak might have been drainage from catheter placement. The nurse stated that there was no decrease in the volume of the saline bag throughout the treatment. Upon changing dressings and continuing to assess the leak, the nurse determined that the leak was even occurring when medications or fluids were infused into the proximal and medial lumens. As reported, the thermogard system did not generate any alarms. The nurse stated that the catheter was not removed from the patient, but the proximal, medial, and distal lumens were all checked while inserted. Both proximal and medial lumens did not drawback, and oozing was noted around the insertion site when flushed. The distal lumen flushed and drew back without issue. Zoll clinical field specialist advised the nurse to perform repeat imaging to confirm the placement of the catheter. However, the customer did not perform the recommended imaging. The catheter was removed with no issues, per zoll's standard procedure. The treatment was discontinued due to the patient's poor prognosis after rewarming. The catheter insertion site was evaluated, and per ICU staff, no long-term damage to tissue or patient was noted from potential extravasation of medications. No consequences or impact to the patient. The customer inserted the solex 7 catheter into the femoral vein; however, per zoll IFU (instructions for use), the solex 7 catheter is designed for placement in the superior vena cava from an insertion site in the jugular or subclavian vein. Please see the following related MFR report: MFR # 3010617000-2021-01043 for the solex 7 catheter (lot # unknown).

Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
A patient underwent ivtm therapy for hypothermia after cardiac arrest. A quattro catheter (lot # unknown) was inserted into the patient's right femoral vein. The customer had difficulty inserting the quattro catheter. The patient had a large body habitus, but no abnormal anatomy was reported. The customer decided to use a solex 7 catheter instead. The solex 7 catheter (lot # 155971) was also inserted into the patient's right femoral vein. The customer stated that the solex catheter secured properly into the patient's body after the insertion, and an x-ray was performed and confirmed that the tip of the catheter terminated at the femoral head. The reported x-ray imaging was not verified by the zoll clinical field specialist. After catheter insertion, at some point in time, the patient was transported from the cath lab to ICU. During the maintenance phase of the treatment, the nurse noted leaking/oozing saline from around the insertion site when using the proximal and medial luers. Initially, the nurse thought that the leak might have been drainage from catheter placement. The nurse stated that there was no decrease in the volume of the saline bag throughout the treatment. Upon changing dressings and continuing to assess the leak, the nurse determined that the leak was even occurring when medications or fluids were infused into the proximal and medial lumens. As reported, the thermogard system did not generate any alarms. The nurse stated that the catheter was not removed from the patient, but the proximal, medial, and distal lumens were all checked while inserted. Both proximal and medial lumens did not drawback, and oozing was noted around the insertion site when flushed. The distal lumen flushed and drew back without issue. Zoll clinical field specialist advised the nurse to perform repeat imaging to confirm the placement of the catheter. However, the customer did not perform the recommended imaging. The catheter was removed with no issues, per zoll's standard procedure. The treatment was discontinued due to the patient's poor prognosis after rewarming. The catheter insertion site was evaluated, and per ICU staff, no long-term damage to tissue or patient was noted from potential extravasation of medications. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2021-01043 for the solex 7 catheter (lot # 155971)

Manufacturer narrative:
B5 (describe event or problem) was updated and corrected.